Event description:
On (B)(4) 2012, iridex received a copy of medwatch report (B)(4) filed by a user facility on (B)(4) 2012. The user facility wrote the following: "while using the iridex laser, the surgeon said 'open a new probe' about 23g straight iridex laser probe. This was after 100 spots had been used. The rn inquired as to what the problem was, and the md stated that 'it was not wrong', no treatment effect. Another probe was opened and after 275 additional spots, the physician requested a different type of probe, synergetics extendable directional probe, this worked."

Manufacturer narrative:
On (B)(4) 2012, iridex spoke with (B)(6), the attending rn at the time of the incident. (B)(6) noted that the physician (dr (B)(6)) was performing a posterior vitrectomy using an oculight gl laser with an iridex endoprobe, 23g straight ((B)(4)) when he requested a new probe indicating the one he was using no longer worked. A new probe was provided, and the physician completed the procedure. Follow-up correspondence from dr (B)(6) indicated that the pt was not injured, no follow-up medical treatment is required, and that he did not request an MDR report be filed. Nevertheless, the hospital filed the report. Iridex rep spoke with (B)(4) (materials management) at the user facility on (B)(4) 2012, and with dr (B)(6) on (B)(4) 2012, requesting a return of the probe involved in the incident. (B)(6) stated they could not locate the probe. Multiple calls and e-mails have been sent to (B)(6) risk manager, at the user facility. (B)(6) has not returned calls, nor responded to iridex, regarding our request. Seven direct contact attempts have been made to obtain the probe and lot number in order to perform a failure investigation on the product. Iridex has not received responses to our communications for further info regarding the incident. A review of 2011 and 2012 complaints for the probe ((B)(4)) indicates that no similar product malfunction reports have been made. Iridex considers this complaint investigation closed.